Event description:
It was reported that the pta balloon was difficult to deflate and then resistance was encountered during retraction of the catheter through the introducer sheath. The balloon catheter was removed in its entirety through the sheath without incident. There was no reported pt injury.

Manufacturer narrative:
A mfg review was performed. The lot met all release criteria. This is the only complaint reported to date for this lot number for these failure modes. The device was returned. The investigation is unconfirmed as the device performed properly under laboratory conditions. The definitive root cause could not be determined based upon the available info. It is unk if pt and/or procedural issues contributed to the reported event.